Manufacturer narrative:
Samples were 10ml fst vacutainer tubes stored for <1 hr at room temperature and centrifuged at 3,300 rpm for 10 minutes. No specific sample issues were noted. The customer admits to changing the ise reference solution and failing to calibrate afterwards. Service was not ordered for this event. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect results for ise chemistries [sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2)] generated by the synchron lxi 725 clinical system for two patients. No results are available. The results were reported out of the lab. Per customer, one patient had received treatment; however, the nature of the patient treatment is unknown.